Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported by sale rep that prosthetic fractures exeter size 33 due to falls. Revision surgery was done on 12th aug with restoration modular and dall miles.

Event description:
It was reported by sale rep that prosthetic fractures exeter size 33 due to falls. Revision surgery was done on 12th aug with restoration modular and dall miles.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was reported that the patient suffered multiple falls and that the patient is obese; these patient factors are likely a contributing factor to the device failure. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.